Event description:
As reported, when using a 7f exoseal vascular closure device (vcd), the device was continuously withdrawn outside of the body, and it was found that the indicator window had not turned black. Hemostasis was achieved by manual compression. There were no reported injuries to the patient. A non-cordis 8f femoral sheath was used with the exoseal vcd. No visible device or package damage was noted prior to use, and the device was stored and prepared according to the instructions for use (IFU). There was no difficulty connecting the non-cordis sheath with the exoseal vascular closure device (vcd). An audible click was heard when the indicator wire cowling locked against the handle assembly, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and non-cordis sheath were retracted together until bleed back significantly slowed or stopped. The indicator did not show black-black status, the physician¿s thumb was not placed on the plug deployment button during retraction, and no red color was seen in the indicator window. When the device was removed from the patient, the indicator wire loop was deployed and visible with no abnormalities noted. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression at the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. Exoseal vcd was used in an interventional procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.